Manufacturer narrative:
Correction: product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated a loose/detached set screw.

Event description:
It was reported during the implant procedure that following initial connection of the patient's implantable cardioverter defibrillator (ICD) to the leads there was noise seen on the ventricular and atrial leads. The intent was to check the setscrew connections, but after retracting the atrial setscrew it was difficult to get the atrial lead out. When reinserting the atrial lead the setscrew could not be engaged after multiple attempts. The leads were removed from the device and another device used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.